Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis with (B)(6) in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was discontinued. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The cause of the peritonitis was unknown. On an unreported date, the catheter was removed, dianeal therapy was discontinued and the patient was started on hemodialysis. Additional treatment was not reported. On an unknown date, the patient was discharged from the hospital. The peritonitis was recovering.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11i08068 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.